Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a social media team regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's pump was placed in their back, but at 90-100 lbs the pump moved under the skin and ripped through the skin. Then they moved the pump and it did it again. It was noted the patient had added pain due to the pump moving.